Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 96.46 pg/ml accompanied by a data flag. The value was reported outside of the laboratory to the doctor. The sample was repeated twice on (B)(6) 2018, resulting as 3.38 pg/ml and 3.09 pg/ml. A corrected report was issued with a value of < 5 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 267654, with an expiration date of january 2019.

Manufacturer narrative:
The calibration data is within acceptable range. The provided qc data shows deviations which indicate a possible instrument performance problem. The field service engineer found a problem with the procell/cleancell reagents and replaced them. The instrument performance test then passed within specification the investigation determined the customer was not replacing the procell/cleancell reagent as required which caused the issue.